Manufacturer narrative:
The freedom hospital ac power supply was returned to syncardia for evaluation. Visual inspection of the external components revealed cracked outer housing on the connector and damage to one of the strain reliefs to the transformer. Visual inspection of the internal components revealed a copper coil dislodged from its soldered connection on the printed circuit board (pcb). Functional testing confirmed the customer-reported issue of a faulty power supply as it did not provide any output. The root cause of the customer-reported issue was determined to be a malfunction of the pcb due to the disconnected copper coil. The power supply showed evidence of an impact shock or rough handling that most likely caused the copper coil to become disconnected from the board. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the patient's freedom ac power supply was "faulty". The patient was provided a back-up freedom ac power supply, and there was no reported adverse patient impact.

Manufacturer narrative:
The freedom hospital ac power supply has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the patient's freedom ac power supply was "faulty". The patient was provided a back-up freedom ac power supply, and there was no reported adverse patient impact.